Event description:
It was reported that approximately a year after implant, this pacemaker was explanted as a scab on the implant incision and slight erosion were identified. The device was explanted, the implant pocket was revised and irrigated with antibiotic solution and a new device was successfully implanted. No additional adverse patient effects were reported. The explanting hospital kept the product, so it is not expected to return for analysis.